Event description:
Customer reported via phone, she inserted a new sensor with the serter and when she was pulling out the serter, a part broke off and the needle and the sensor were stuck in the serter. Customer's blood glucose was unknown. Troubleshooting was performed. Customer was assisted with removing sensor from the serter. The customer is not returning the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.